Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the failure occurred due to the cable and image had internal flooding. The cause of the internal flooding could not be identified as the water inspection passed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating that the communication issue was observed during a ¿tur¿ procedure and was completed using a similar device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, flooding was noted on the head main body flooding, and deposit was noted on the head part main body. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating the hd camera head had communication failure due to disconnection. There was no harm or user injury reported due to the event.